Event description:
No output, telemetry problems, and electrical reset was reported. Additional information received reported the device had a power on reset, which was able to be reset. The patient returned about two weeks later complaining of shortness of breath. A 12 lead EKG showed the patient's rate in the 40s. When interrogated, a message came up that the device reset. When attempts were made to clear the reset, loss of telemetry occurred, and no full interrogation was possible. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported no telemetry condition and determined the device was in a high current state. Both conditions were observed and confirmed after a system por (power on reset). However, both cleared after the hybrid was removed from the titanium shield and could not be reproduced. The cause of the no telemetry and high current could not be determined. No output, telemetry problems, and electrical reset was reported. Additional information received reported the device had a power on reset, which was able to be reset. The patient returned about two weeks later complaining of shortness of breath. A 12 lead EKG showed the patient's rate in the 40s. When interrogated, a message came up that the device reset. When attempts were made to clear the reset, loss of telemetry occurred, and no full interrogation was possible. The device was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event interrogate, difficult to output, none.